Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode with the following clarification that the instrument was returned with a frayed grip cable at the distal idler pulley. Engineering evaluation also found that the idler pulley on the clevis exhibits physical damage. Engineering concluded that the damage is likely due to excess force contact. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's grip cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument it was noted that the tips are not bent. There were no missing or fallen pieces reported.